Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a femoral neck fracture was being treated with a versafx ii plate and screws. It was noted after the reamer was withdrawn that an approx 5mm fragment of cortical bone from the lateral wall of the femur was broken off by the outer tapered reamer. This resulted in a hole that was not circular but oblong.